Event description:
During an ercp procedure to remove stones the physician used a cook endoscopy soehendra lithotripter handle in conjunction with an olympus extraction basket. During the procedure the lithotripter handle broke and the patient was taken to surgery.